Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had faulty monitor which switches off about 5/10 minutes after switching on. The malfunction was encountered before, during and after the diagnostic esophagogastroduodenoscopy procedure. The procedure completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: b5, d8, d9, h2, h3, 4h, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in g2(printed circuit board) a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in g2 (printed circuit board) board, the power shuts down. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.